Event description:
It was reported that the scope was not letting light in. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the scope was not letting light in. A visual inspection was performed and showed severe distal tip and fiber damage and the weld in the outertube is cracked. This damage is cause by contact with another source. No manufacturing related defects were observed.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion.